Event description:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery (sfa), the smart control stent delivery system (sds) could not cross the lesion. The lesion was pre-dilated with a 2mm/2cm symmetry boston scientific balloon; however, the lesion was not sufficiently dilated. Therefore, physician thought the lesion needed to be dilated again, so he withdrew the sds and found that the stent was partially deployed though the locking pin was in place. The lesion was approached contralaterally. There was moderate calcification and mild tortuosity. The stenosis was 100% total chronic occluded (cto). There was difficulty experienced tracking the device to the lesion. There was possibly force applied crossing the lesion. : the product was properly inspected for usage and there were no noted anomalies. There were no problems or resistance encountered removing the device from the patient. A few struts of the stent was exposed, but not deployed in the patient. The device was not used after the partial deployment of the device was discovered. There were no other problems encountered with the device. The lesion was dilated again with 5mm/10cm balloon (manufacturer unk) and smart control stents were placed overlapping to complete the procedure. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
This product is available, but has not been received for analysis. Additional information will be provided within 30 days of receipt.